Event description:
Tech found left intermediate siderail with intermittent function only.

Manufacturer narrative:
Tech found an open wire in the cable and old fluid residue on ucm board. Tech replaced left ucm and cable to correct function issues.